Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: the revision reported was likely due to prothesis wear, loosening, and subsequent migration. The cause of the wear, loosening and migration cannot be confirmed but may be due to underlying rotator cuff deficiencies leading to superior migration of the humeral head, the humeral bone impinging on the implant creating a rocking horse motion around a well-fixed cage, surgical tool damage, and/or the inclusion of the polyethylene in the packaging recall.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
D10 concomitant devices: 312-01-47 - resurfacing humeral head 47mm 4160068 312-01-01 - resurfacing cage, 25mm 4781745 h3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's right shoulder was revised. The patient had a humeral resurfacing and over time the glenoid component failed. The surgeon carried out a 1st stage revision with the intent to do a 2nd stage inserting an exactech reverse shoulder. The patient has a cement spacer insitu and is awaiting a 2nd stage revision.